Manufacturer narrative:
Quality controls were tested on the meter and were acceptable. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 7:25 am, the result was 477 mg/dl. At 7:35 am, the laboratory result was 149 mg/dl. The patient was treated based on the laboratory result.

Manufacturer narrative:
Quality controls were tested on the meter and were acceptable. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 7:25 am, the result was 477 mg/dl. At 7:35 am, the laboratory result was 149 mg/dl. The patient was treated based on the laboratory result.

Manufacturer narrative:
The test strips were returned for investigation. Testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem.